Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the flexor shuttle tibial guiding sheath radiopaque band was observed to be in the incorrect location on the sheath tip. The device was removed from the patient, and another manufacturer's device was used to successfully complete the procedure. Access was gained from the femoral artery during the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor shuttle tibial guiding sheath was returned for evaluation. The length of the sheath was measured to be within specification. The distance from the distal edge of the radiopaque marker band to the distal tip of the sheath was found to be 12 mm. The proximal fitting was disassembled to examine the flare/coil. The coil did not extend into the flared portion of tubing, as per specification. Seven unused flexor shuttle tibial guiding sheaths from the same lot (8189202) were returned for evaluation from the cook (B)(4) distribution center. The length of the sheaths were measured to be within specification. The distance from the distal edge of the radiopaque marker band to the distal tip of the sheath ranged from 10 - 12mm. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other related reported complaint for this lot number. Per manufacturing documentation, "ensure presence and correct positioning of radiopaque band at distal end of coil or braid, if applicable. For each sheath, confirm correct length from marker band to tip using a meter scale. The radiopaque marker should be located 2 to 3 millimeters (mm) from the distal tip of the sheath." Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for this event was determined to be related to manufacturing as the tips of the sheaths were improperly cut during the manufacturing process. Appropriate measures have been initiated to address this failure mode. A risk assessment was performed, and the appropriate personnel have been notified. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Summary of event: it was reported that, during an unspecified procedure, the flexor shuttle tibial guiding sheath radiopaque band was observed to be in the incorrect location on the sheath tip. The device was removed from the patient, and another manufacturer's device was used to successfully complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Corrected information: g5: 510(k)= k142819. Investigation - evaluation : a review of the complaint history, drawings, dimensional verification, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor shuttle tibial guiding sheath was returned for evaluation. The length of the sheath was measured to be within specification. The distance from the distal edge of the radiopaque marker band to the distal tip of the sheath was found to be 12 mm, which was not within specification. The proximal fitting was disassembled to examine the flare/coil. The coil did not extend into the flared portion of tubing, as per specification. Seven unused flexor shuttle tibial guiding sheaths from the same lot (8189202) were returned for evaluation from the cook japan distribution center (jpdc). The length of the sheaths were measured to be within specification. The distance from the distal edge of the radiopaque marker band to the distal tip of the sheath ranged from 10 - 12mm, outside of specification. A document-based investigation was performed. A review of the device history record of the finished product shows no additional nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other related reported complaint for this lot number. Per manufacturing documentation, "ensure presence and correct positioning of radiopaque band at distal end of coil or braid, if applicable. For each sheath, confirm correct length from marker band to tip using a meter scale. The radiopaque marker should be located 2 to 3 millimeters (mm) from the distal tip of the sheath." Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for this event was determined to be related to manufacturing as the tips of the sheaths were improperly cut during the manufacturing process. Field actions were implemented for ksaw-7.0-38-90-rb-shtl lot 8189202 in response to this issue. The quality control operator responsible for inspection this product lot was retrained to relevant procedures. A risk assessment was performed, and the appropriate personnel have been notified. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. Correction: d2: device not cleared for sale in the us. Procode of similar device: dyb. G5: device not cleared for sale in the us. 510(k)# of similar device: k142819. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.